Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been shipped; however, it has not been received for evaluation at the manufacturing site. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that cutter could not be ejected smoothly from trocar cannula during a procedure. The surgery was completed without product replacement. There's no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Probe sample was not returned for evaluation for the report of cutter could not be ejected from trocar cannula; therefore, the condition of the product could not be verified. Two opened trocar cannula/hub assemblies were received in a small parts tray for the report of cutter could not be ejected from the trocar cannula. The samples were visually inspected and were found to be conforming. The samples were then dimensionally inspected for the cannula inner diameter and were found conforming. A functional fit test was unable to be performed since the associate probe was not returned. The returned trocar cannulas were found to be conforming, therefore a product fit issue as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the trocar was manufactured to specifications. All trocar assemblies are 100% inspected for gage size. Any non-conformances found are removed from the lot and scrapped. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).